Manufacturer narrative:
Batch review performed on 16 january 2023: lot 125232: 29 items manufactured and released on 21-feb-2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 9 years and 2 months after primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.